Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition has improved. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak, dizzy, headache, body pain and dry mouth. Medical attention is reported as a result of symptoms and dead meter. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/29/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history: (dead meter).